Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a skin irritation on the pod site. For treatment, it appears the patient was prescribed unknown medication to treat the site. No further details to report.